Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, olympus confirmed the event reported, it is likely that the event occurred due to a faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was inspected/repaired by a third-party distributor. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator esg-400 had an e433 (internal hardware error) error code. The issue occurred during receipt inspection. There were no reports of patient harm.